Event description:
Miscarried, false negative test result. Report received from a medical assistant via a distributor regarding an unidentified female patient tested negative for pregnancy with random urine using the signify card pregnancy test. The patient was treated with augmentin (amoxicillin and clavulanate potassium) for a suspected bladder infection. 3 days later, a second random urine test on an unspecified device was positive for hcg and quantitative hcg testing resulted 128, 526 miu/ml. 3 days later, the patient returned to the physician's office with abdominal cramps. Quantitative hcg testing at that time resulted 1598 miu/ml and the patient was reported to have miscarried.